Event description:
Customer reports that the device read 876mg/dl. Device numeric reading range is 10mg/dl to 600mg/dl. No action reportedly taken based on device result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.